Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and found that the m cabinet had a tripped breaker. During troubleshooting, the fse determined that the tripped breaker was caused by a malfunctioning chiller. To resolve the issue, the fse replaced the chiller. The system was returned to service in good working order.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.